Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x28mm xience skypoint failed to cross due to anatomy. Resistance was noted during removal with anatomy and it was observed the stent tip was flared. The lesion was dilatated with an unspecified balloon and completed with a non-abbott device. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, mildly tortuous and 90% stenosed anatomy resulting in the reported failure to advance and difficult to remove. Interaction/manipulation of the device resulted in the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.0x28mm xience skypoint failed to cross due to anatomy. Resistance was noted during removal with anatomy and it was observed the stent tip was flared. The lesion was dilatated with an unspecified balloon and completed with a non-abbott device. There was no adverse patient effects and no clinically significant delay. Additional information was provided that the procedure was to treat heavily calcified, mildly tortuous left anterior descending artery that is 90% stenosed. No additional information was provided.